Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley bag was sealed to clamp, therefore making it unable to drain. In order to maintain sterility, foley needed to be removed and reinserted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's foley bag was sealed to clamp, therefore making it unable to drain. In order to maintain sterility, foley needed to be removed and reinserted. Email response received on 25sep2025. It was reported that the physical sample was discarded as was no longer available. The only product identifier provided was the foley tray serial number:(B)(6). There was not any patient harm, as this was noticed at the time of insertion. The urine drained into the tubing but could not enter the collection bag due to the bag being sealed to the clamp. The registered nurse removed the foley and inserted a new one.